Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the returned battery cap and test cap were able to attach securely to the pump. There was on unexplained pump reboot observed in the black box. The pump was successfully run on a 24 hours basal program with no reboots occurring. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally. Unrelated to the original complaint, the returned battery cap attached but was difficult to remove/tighten due to a damaged top slot. There were two battery cap contact heights out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that they were unable to remove the battery cap from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.